Manufacturer narrative:
No product is expected to be returned. The 510(k)# is k082590.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because battery cover on the meter is broken and issue was not resolved with troubleshooting.